Event description:
Complaint alleges: the facility was unable to load clips from the jaw. This occurred during use on pt. No pt injury reported. Add' info was requested; however, clarification of the event was not received.

Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the defect. At this time due to the lack of the defective product is not possible to determine the source of the defect reported. MFR will continue to monitor and trend similar complaints.